Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Customer complaint also affects lot#: 6322534. (B)(6). Results: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode for stoppers popping off during centrifuge was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd has initiated a CAPA to document further investigation and root cause(s) of this product issue. Based on an assessment of severity and frequency, it was determined that a corrective action (CAPA) is required at this time. CAPA (B)(4) was initiated to determine the root cause associated with stopper pop off / creep out and implement corrective actions in order to reduce/mitigate further occurrence of this issue. The CAPA investigation is currently on-going and further improvements will be made as the potential root cause(s) are identified.

Event description:
It was reported that bd vacutainer® plus plastic sst tubes at the time of collection are expelled by the hub in the vacuum. After centrifugation the tubes tend to release the stopper, in some cases leading to serum spillage. No serious injury or medical intervention.